Event description:
It was reported that the secure-c device had subsided post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided suggest that the superior endplate of the secure-c device has subsided in to the- superior endplate with considerable bone growth on the anterior aspect of the device. It is not clear if patient or surgery related factors have contributed to the need to revise the secure-c device. The exact cause of the reported issue could not be determined.